Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not received stimulation in the lower back during the trial nor since the permanent implant. The sjm representative explained to the patient the current lead position may not provide stimulation in the lower back region.